Event description:
It was reported that the wiring is not connecting to the flow control unit. The coblation was working but not the flow control unit. There was no backup available. No significant delay or patient injury reported.

Manufacturer narrative:
There is a relationship between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed there was an issue with the flow control valve detection circuit inside the subject controller, thus making the concomitant flow control valve inoperable. The ablation and coagulation voltage output readings were within specified ranges when the subject controller was tested. The complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller, an issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.